Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "no disposable pump" alert displayed on the screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2.2ml. Reservoir volume was 100ml. Given was zero. Air detector and upstream sensor were off. Length of infusion was 46 hour. Lock level was 2. A closed system drug-transfer device was used to fill cassette. The method that was used to prime was manual prime. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.